Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported a few weeks before the consumer was seen at their physician's office on (B)(6) 2016 they suspected something was wrong. The consumer had two implantable neurostimulators (ins), which they believed were interfering with each other since the gastric device couldn¿t be read when the consumer was sitting or lying, and ¿kept stopping.¿ the statement of it "kept stopping" was in regards to the interference, the actual stimulation didn¿t stop. Once the consumer bent over the device was finally able to be read. The gastric device was implanted in the front left side and the spinal cord stimulation (scs) device was in the right buttock. On (B)(6) 2016 the rep. Met with the consumer and noted both devices were on and the consumer was getting effective therapy with both. During the meeting the consumer reported that last week they started having more pain in their leg, which was possibly due to a cyst in their left knee, so reprogramming was going to be performed. It was noted the consumer always had leg pain which was what the device was implanted for. The rep. Had not yet interrogated the scs system since they were unsure if it would cause any issues with the gastric device. About a month later the consumer reported they weren¿t sure what led to the interference between the two stimulators, but they thought a wire may have moved and the issue with the interference between the two stimulators wasn¿t resolved. However, the rep. Later reported the device was reprogrammed without any issues or interference. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.